Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1-1 was not opened. A field service engineer replaced solenoid to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that abd pyxis¿ medstation¿ es auxiliary 1 drawer was failed. The customer stated that there was able to get the medication from another station and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.